Event description:
It was reported that a patient had 1.5 astigmatism in the right eye before surgery and after surgery still has the same degree of astigmatism. It was noted by the doctor that the toric intraocular lens (iol) rotated from 9 to 10 degrees post-implantation. The issue was noticed during the post-operative exam. It was indicated that no repositioning of the lens has been performed and the doctor has no plan to reposition the lens as the patient is satisfied (the dissatisfaction is from the doctor who observed the lens rotation; the patient has no complaints about visual acuity). No medical or surgical interventions, no delay in procedure and no patient injury reported. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not available. Section b3: date of event: unknown, not provided. It was indicated that it was during the post-operative visit. The best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section e1: initial reporter phone number: (B)(6). Section e1: initial reporter post office or zip code: (B)(6). Section h3-other (81): the intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.